Manufacturer narrative:
The unit was evaluated by our field service engineer and the ultrasound module was replaced. The evaluation results are still pending.

Event description:
A report received from a user facility in the (B)(6) stated that during a planned cataract surgery, the unit stopped functioning normally. The surgeon had removed 2 quadrants of the lens from the eye and 2 remained, when the screen on the stellaris went black and the machine rebooted itself. The unit was switched off and rebooted however an error message indicating that the ultrasound module was not detected, appeared on the screen. As the ultrasound module was not functioning, the surgeon decided to converted to an ecce procedure and all fragments were removed. During the I/a the surgeon noted a pc tear and vitreous loss. Using sponge and scissors to clear the wound the surgeon used 4 sutures to close the eye and the procedure was stopped. No iol was implanted at this time. The patient was listed for a revision vitrectomy and was discharged and sent home with medication. The patient was reviewed 2 days later on monday (B)(6) where the steroid dose was reviewed and the patient was referred back to the original surgeon for a vitrectomy and secondary iol. On friday (B)(6) an anterior vitrectomy was performed and a 3 piece sulcus lens was implanted. The patient was seen again on monday (B)(6) and acetazolamide had been prescribed but due to an adverse reaction to it, a topical medication was prescribed instead. The pressure in the eye was 36 mmhg though so the patient was referred to a different facility for a paracentesis and anterior chamber washout. Information on the patient's present conditions are still pending.

Manufacturer narrative:
The computer module was removed from the customer unit and it was returned for evaluation. The simulated testing indicated that the daughter board in the computer module was faulty, presumably causing the unit to shut down. In addition, on (B)(6), 2017 we received the following updates on the patient's conditions. On (B)(6), 2017 the patient was reviewed by the treating surgeon. The patient was comfortable and the vision was improving. The cornea was clear, the 5 sutures and the wound looked healthy. The retina was flat, no rd, the vitreous was clear. The patient was advised to stop mydrilate and was prescribed pred forte 4 times daily for 2 weeks. The patient was scheduled for a follow-up visit. On (B)(6), 2017, the patient was reviewed again by the treating surgeon. The sutures were removed and he was prescribed chloramphenicol four times x day for 1 week. The patient has improved and he will undergo a procedure for the second eye as planned.